Event description:
Liebel flarsheim field service engineer reports via tess record that during a service visit for other injector system events, it was noted that the pressure plate hinge pin was broken. Customer had not reported any failure events with regards to this type of malfunction. No pt injuries.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer noted and replaced a broken hinge pin. Upon completion of repairs, the system was tested for proper operation per the injector's installation and service manual. The unit was returned to full service by the customer.